Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the driver board assembly was burnt. The fse driver board assembly, which resolved the errors. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the allegra x-15r centrifuge was generating drive system errors. No smoke, fire, or burning smell was reported. There was no death or serious injury related to this event.